Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment facility, the pt experienced chest pain. The target lesion was 85% stenosed in the proximal right coronary artery (rca) with a length of 20.0 mm and a reference vessel diameter of 3.0 mm. Following predilatation, the 3.5 x 24 mm taxus express 2 drug eluting stent was deployed, with a 0% residual stenosis. The pt was discharged on aspirin and clopidogrel. At 256 days post procedure, the pt presented with angina. Angiogram was performed revealing nothing. The pain subsided approx 2 months later.